Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to their doctor and was diagnosed with blood glucose (bg) values that reached 400 mg/dl. The patient was nauseous, fatigued, sweating and dizzy. For treatment, the patient was given insulin and anti-nausea medication. The cannula was dislodged while, wearing the pod between 4 and 24 hours on the leg. The patient was discharged after 20 minutes.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. Inspection of the device found no issues capable of causing the reported failure to adhere. The cause of this event could not be determined.